Event description:
It was reported that during an infusion of milrinone, the pump module had a channel error. The channel was disconnected by clinician and reconnected again. It was reported the module had a second channel error a few minutes later. At this time the entire pump was changed out and marked for biomed. Customer biomedical engineering replaced both iui's during inspection due to corrosion. Customer biomedical also reports bottle side pressure sensor error in logs however did not replace the sensor at time of this note. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "red alarm/channel error to alaris pump channel d with milrinone infusion running. Channel disconnected and reconnected again. Worked for a few minutes then channel error happened again. Whole pump changed. Faulty channel marked to be reported."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during an infusion of milrinone, the pump module had a channel error. The channel was disconnected by clinician and reconnected again. It was reported the module had a second channel error a few minutes later. At this time the entire pump was changed out and marked for biomed. Customer biomedical engineering replaced both iui's during inspection due to corrosion. Customer biomedical also reports bottle side pressure sensor error in logs however did not replace the sensor at time of this note. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.